Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose in the range of 300 to 400 mg/dl. The customer was treated with manual injection. Based on customer report customer did allege the insulin pump was under delivering. The customer stated that insulin pump was not on auto mode. The customer was using the insulin pump within 48 hours of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with cracked case behind the insulin pump at the battery compartment and pillowing keypad overlay. (B)(4).